Manufacturer narrative:
(B)(4) on 02jun2017 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Sales rep reported via email: back hung broke. Patient involvement unknown. On 12jun2016 additional information: what was the procedure that was being performed? Yes. Did any part the instrument fall into the patient¿s body, and if so how was it retrieved? No. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? Yes. What was the patient¿s outcome? Great. Was the procedure completed as planned? Yes. Can you please send all parts of the instrument for evaluation? Yes. Do you have the lot#? No. On 14jun2017 additional information: what type surgery was being performed? Myringotomy tubes. Please clarify if pieces of the instrument fell inside the patient¿s body requiring retrieval. No, nothing fell in pt. If no part of the instrument fell inside patient, why was an x-ray performed? Just in case. No further information available.